Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation), or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: the tip cover accessory, while installed on the monopolar curved scissors (mcs) instrument allegedly slipped off into the patient and the tip cover was retrieved.

Event description:
It was reported that during a da vinci nephrectomy procedure, while the surgeon was using the monopolar curved scissors (mcs) instrument with the mcs tip cover installed, the mcs tip cover accessory came off the scissors. The customer called in wanting to know if the tip cover accessory could be seen on an x-ray and was informed that it was not likely to be radio-opaque. Additionally the customer was informed that excessive lube could cause the tip cover accessory to come off. On (B)(4) 2015, intuitive surgical inc., contacted the clinical sales representative (csr), whom was not present during the surgical procedure, stated as it was related to the csr, that the surgeon retrieved the tip cover after about one and half hours. The procedure was not converted. On (B)(4) 2015, intuitive surgical inc., contacted the robotics coordinator on site, whom was not present during the surgical procedure, stated as it was related to the coordinator, that the tip cover accessory was retrieved through the port. Several attempts have been made to obtain additional information without success.